Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens was implant 3/4 of the way into the eye when the surgeon noticed that the trailing haptic was torn. The lens was removed without enlarging the incision. No patient injury. It was unknown what caused the trailing haptic to tear. The injector model that was used was a msi-tm. The facility was unable to provide the injector lot number. The cartridge model that was used was a aq cartridge fp and the cartridge lot number 1196789.